Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the field representative was unable to enable wi-fi with this integrated programmer. In addition, field representative tried all fingers and the screen is brand new and clean. The programmer was returned to the laboratory for analysis. There was no patient involvement.

Event description:
It was reported that the field representative was unable to enable wi-fi with this integrated programmer. In addition, field representative tried all fingers and the screen is brand new and clean. The programmer was returned to the laboratory for analysis. There was no patient involvement. This latitude programmer was returned to boston scientific without any reported allegations against its functionality or involvement with any adverse patient effects. Initial analysis identified a product performance issue and detailed testing was performed.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmer's log file and benchtop testing was unable to reproduce the behavior. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.